Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped down to 28 mg/dl while she was working in her yard. Customer treated with candy. Customer stated that it was caused by her working out in her yard.